Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Additional information and device evaluation: two (2) of the three (3) complaint devices were returned for evaluation (lot kdjr manufactured 11/26/2019 and lot hvwe manufactured 01/28/2019). Visual inspection: the devices show few signs of cosmetic wears and scratches. Functional inspection: both hexalobe features on the inserters and the screws were aligned and were able engage without any restrictions. Device and complaint history records were reviewed, and one (1) similar complaint for lot hvwe was identified. No relevant manufacturing issues were identified as all units met specifications. Investigation found no known product issue for the returned devices. One (1) of the three (3) complaint devices was not returned for evaluation (lot unknown) visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history records could not be performed as a valid lot code was not provided and could not be obtained. As the instrument was not returned and reported to have jamming issues, it is unclear how and when the incident occurred and what surgical steps were taken during previous surgeries. Inserting the screw with more force than normal, on a bone, can compound torsional forces at the screw/inserter interface, compromising the insertion feature of the screw head. As mentioned in the product IFU, to fully seat the inserter into the screw-head, the inserter has to be completely aligned with the screw. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface, reduce torque overloading, and reduce failures as reported.

Event description:
This report summarizes <noe> 3 </noe> malfunction events where the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. In two (2) of the three (3) events, there was a surgical delay of 15-20 minutes. The third event had an unknown delay time. Surgeries were successfully completed and no adverse consequences to the patients were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: two (2) of the three (3) lot numbers were provided as kdjr and hvwe. The third lot is unknown. Two (2) of the three (3 )devices have been returned and are pending evaluation. A supplemental vmsr will be submitted upon completion of investigation.

Event description:
This report summarizes <noe> 3 </noe> malfunction events where the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. In two (2) of the three (3) events, there was a surgical delay of 15-20 minutes. The third event had an unknown delay time. Surgeries were successfully completed and no adverse consequences to the patients were reported.